Event description:
The patient contacted animas on (B)(6) 2012 stating the up and down arrow keypad buttons had been intermittently unresponsive for a few days. It was reported that the patient went swimming with the pump but moisture was not detected in the pump by the patient. The keypad was reportedly intact. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the contrast, up arrow and down arrow buttons were intermittently unresponsive and the ok button responded appropriately. There was evidence of contamination found under all of the key contacts. Unrelated to the complaint, moisture was found in the pump and the battery compartment.